Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event.

Event description:
It was reported that the device was making weird noises. No patient injury was reported. No back-up device available.